Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was tested and the sys error 322 could not be reproduced. Review of the event history log was able to confirm the occurrence of the alarm. The eval found contact points on the upper auxiliary tail were not making sufficient contact with the pins on the input/output printed circuit board (I/o pcb). Further eval found that the pins on the I/o pcb to be malformed and not parallel causing the intermittent connection. As a result, the I/o pcb has been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump alarmed for a sys error 322. The customer stated that this occurred during therapy, but there was no pt injury or medical intervention required.